Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection. For treatment, the patient was prescribed the antibiotic clindamycin to take 3 times per day. The pod was worn longer than 48 hours on the leg. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.